Event description:
The consultant reports regarding an l3-5 lumbar fusion. The surgeon finished the construct, took the final pictures and decided that he wanted to take the caps off to replace one of the rods with a longer rod. When the surgeon attempted to remove the l5 locking cap, it would not come off. Approximately 10 minutes were added to the surgery as the surgeon attempted to remove the locking cap without success. The surgeon left the construct as is. The surgeon did not note any adverse effect to the patient at this time. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.